Event description:
It was reported that the customer had high blood glucose levels (222 mg/dl). Reportedly, customer may not have bolused enough for the amount of food consumed. Pump passed system delivery check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.